Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 294 mg/dl with large ketones, increased urination and feeling irritable. Patient required no unusual treatment. During troubleshooting, customer support found that the loss or prime had occurred, the or more times, with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported as the issue may have resulted in a long term cessation of insulin delivery contributing to the hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box shows loss of prime warning associated with a low non-zero force on (B)(6) 2015 at 10:15; deliveries resumed at 10:51. Loss of prime warning with a low non-zero force on (B)(6) 2015 at 13:45; deliveries resumed at 13:57. The bb shows a manual change was made to the year from (B)(6) 2015 to (B)(6) 2016 at 15:03. Loss of prime warning with a low non-zero force on (B)(6) 2016 17:08; deliveries resumed at 17:41. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated..#4. The pump is detecting the correct force. The total daily doses add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces..no evidence of internal moisture was found. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release..